Event description:
It was reported that after being in 40-50-degree water a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it."